Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 570 mg/dl. Customer had tiredness due to high blood glucose level. Customer alleged that the insulin pump was under delivering insulin since customer started using new insulin pump. The insulin pump and reservoir will not be returned for analysis.